Event description:
It was reported that the rf generator was not receiving the correct impedence, which caused the procedure to be canceled and rescheduled for 3 days later. It was reported that the patient had already received local anesthesia prior to the procedure being canceled. No medical intervention was reported with this event.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.

Manufacturer narrative:
The device will not be returned for evaluation. The device will not be returned; it is not possible to determine the cause of the reported malfunction without an evaluation of the device. The device was not returned for evaluation.

Event description:
It was reported that the rf generator was not receiving the correct impedence, which caused the procedure to be canceled and rescheduled for 3 days later. It was reported that the patient had already received local anesthesia prior to the procedure being canceled. No medical intervention was reported with this event.